Manufacturer narrative:
Investigation of the customer issue included a review of the complaint text, review of the customer's instrument logs, a search for similar complaints, review of field data, review of manufacturing documents and a review of labeling. Review of complaint activity did not identify any adverse or nonstatistical trends for the architect hbsag assay. Normal complaint activity was identified for reagent lot 91049fn00. A review of the customer's instrument logs for instrument isr61480 was completed. This review confirmed the results for sample ID (B)(6). No atypical signal profile was observed, no issues were observed for hbsag controls and no instrument maintenance issues were identified. This review further identified that sample ID (B)(6) was also tested for other hbv markers (B)(6). This profile suggests prior exposure of this patient to hbv using worldwide field data the historical performance in the field of lot 91049fn00 was reviewed. The median population result for reactive samples for the lot falls within 1sd of the established baseline, indicating the lot is performing acceptably. Manufacturing documentation for the likely cause lot was reviewed and did not identify any issues associated with the complaint. Labeling was reviewed and sufficiently addresses the customer's issue. No systemic issue or deficiency of the architect hbsag assay was identified.

Manufacturer narrative:
This report is being filed on an international product, list 6c36, that has similar products distributed in the us, list number 4p53. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Patient information: no further patient information was provided.

Event description:
The customer reported a (B)(6) hbsag result. The sample generated (B)(6) and multiple retests generated (B)(6) results of (B)(6). No impact to patient management was reported.